Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® eclipse¿ signal¿ blood collection needle experienced clogged / blocked cannula. The following information was provided by the initial reporter. The customer stated: "this morning (march 13) in the lab a technician had several tubes to collect, after 3 tubes, no more flow, I will send you a picture of the needle with the pump body in my next mail. It looks like a clot has formed. She had to re-stick the patient in order to fill the other tubes."

Event description:
It was reported the bd vacutainer® eclipse¿ signal¿ blood collection needle experienced clogged / blocked cannula. The following information was provided by the initial reporter. The customer stated: "this morning (march 13) in the lab a technician had several tubes to collect, after 3 tubes, no more flow, I will send you a picture of the needle with the pump body in my next mail. It looks like a clot has formed. She had to re-stick the patient in order to fill the other tubes."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo of a used needle was provided for investigation. The photo was reviewed and the indicated failure mode for clog could not be observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to clog / blockage as all samples met specifications. If the physical sample is received this investigation will be updated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported the bd vacutainer® eclipse¿ signal¿ blood collection needle experienced clogged / blocked cannula. The following information was provided by the initial reporter. The customer stated: "this morning (B)(6) in the lab a technician had several tubes to collect, after 3 tubes, no more flow, I will send you a picture of the needle with the pump body in my next mail. It looks like a clot has formed. She had to re-stick the patient in order to fill the other tubes."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: (B)(6) 2021. H6: investigation summary bd received 5 unused samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for clog could not be observed. Additionally, the 5 returned samples along with 10 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to clog / blockage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.